Event description:
The dr was placing the epidural and ligament was tight. It was hard to remove the needle. When the needle was out he couldn't pull the catheter out, and it felt like it "sprung". X-ray showed the epidural catheter in place. When the catheter was removed, about 2/3 of the catheter came out of the ligament when the wire came unraveled. X-ray showed 5mm metallic type object present in the spinous process. This was determined to be inert. No surgical intervention necessary.